Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call, the needle on the infusion set kinks over like a fish hook when they attempt to insert it. The issues first presented itself it was about three weeks ago. Due to this issue the customer blood glucose was over 600 mg/dl. Emergency medical services were called out to the customer's home due to blood glucose not lowering. Customer was treated with an insulin dip and IV but was not admitted to the hospital. Troubleshooting was performed for the infusion set only. As customer's daughter the issues was caused by the bent cannulas. Customer's daughter didn't have the insulin pump. The device is not returning analysis.